Event description:
It was reported to (B)(4) that during a surgical procedure the forceps broke off inside the pt while the surgeon was grasping an imbedded iud. The piece was retrieved without incident. No pt injury or longer stay. The procedure was completed with a competitors device. The piece that broke was not saved.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, (B)(4) will continue the investigation and update the agency accordingly.